Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Unable to confirm the customer's reported problem as to date the product has not been returned to conmed livatec for investigation. Upon receiving device, an investigation will be completed and a follow-up report sent.

Event description:
It was reported that during use in an acl surgery that the distal tip of the instrument snapped off into the surgical site. The piece was retrieved from the pt's knee through an additional posterior portal. It was reported that no injury was incurred, and no further treatment is anticipated.